Event description:
During routine testing of the device at the service center, the quality technician reported that the spring clip was missing from the hematocrit saturation housing. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.